Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient calling from out of country as they were traveling (lebanon) and unable to connect to implant, very difficult. Patient was also having difficulty with communicator and samsung. There are no factors contributing to this complaint. Patient does not report any falls/accidents, weight loss/gain etc. They attempted troubleshooting with devices not plugged into chargers. Samsung was re-booted as well as communicator. Tried several attempts to communicate with implant. Consulted with us it support and patient services. While on the phone it connected to implant for a short period but patient was not able to increase stim and than it shut off. Patient was advised to continue to try and communicate with implant by moving it to a different spot and holding it still. Increase the stim on the program until they feel it and than lower. Patient can try different programs. Patient was also advised to have implant checked. And try different programs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.